Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h6 (type of investigation), h10, h11 corrected field: d1, g1 (contact person ¿ mfg site).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp in which the customer reported a broken doppler; upon investigation it was found that the tip was missing, and the fse replaced doppler assembly. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the doppler was broken and needs repair or replacement on a cs300 intra-aortic balloon pump (iabp). It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.